Event description:
I had an exactech knee replacement (B)(6) 2010. It was faulty from the beginning, my knee would give out causing me to fall. My knee cap would go to the outside of my knee. I had an exactech knee replacement (B)(6) 2010. I done the therapy continued my doctor visits as suggested. My knee would give out and make me fail. It was never safe. I was afraid to go anywhere without someone being with me for if I fell I could not get up. The therapist would not let me do all the therapy that was suggested, for my knee cap would dislocate over to the outside of my knee. The doctor done another surgery suppose to have stopped this from happening. It never helped at all I was told the only option I had was another knee replacement I had that done (B)(6) 2015.